Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped insulin delivery. Subsequently, customer was hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event, and for customer to upload pump data for review; however, no response was received from the customer.